Event description:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when the hub broke from the device.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received on 22/jul-2024. It was reported that the specific section where the issue was observed was the hemostatic valve where it totally separated. The hemostatic valve dislodged outside the hub and the brim cap/hub became detached from the sheath. As such, the h6. Medical device problem code has been updated. It was also reported that no air entered the patient¿s body and there are no patient consequences. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Corrections to the initial report: full UDI has been populated to field d4. Primary UDI number. G1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when the hub broke from the device. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed that the side port was missing from the hub component and the hemostatic valve was observed dislodged inside the shaft. However, the stopcock could not be investigated due to the stopcock tubing was not returned. A device history record was performed for the finished device batch number, and no non-conformances were identified. The hub detachment issue reported by the customer was confirmed due to the missing side port. The potential cause of the hemostatic valve dislodge could be related to the manipulation of the device and dilator or catheter during the procedure; however, this could not be conclusively determined. The device was sent to the supplier to perform an additional analysis; however, the stopcock glue could not be investigated due to the stopcock tubing was not returned. The root cause could not be identified and could not be confirmed to be manufacturing attributable. The instruction for use (IFU) of the device contains the following recommendations: before using the carto vizigo¿ sheath, completely read and understand the instructions for use. Using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Inspect all components before use. From the side port only, aspirate all air prior to fluid infusion. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. This product issue will be addressed through johnson & johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Additional information was received on 30-oct-2024. It was reported that the valve was noticed to be dislodged during the case when it was already inserted in the patient. The stopcock was noticed to be separated. It just broke. With the additional information received, the h6. Medical device problem code has been updated from detachment of device or device component (a0501) to break (a0401). As such, the device investigation details have been updated as follows: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed that the side port was missing from the hub component and the hemostatic valve was observed dislodged inside the shaft. However, the stopcock could not be investigated due to the stopcock tubing was not returned. A device history review was performed for the finished device number lot 60000257 and no internal actions related to the complaint was found during the review. The side port broken issue reported by the customer was confirmed. The potential cause of the hemostatic valve dislodge could be related to the manipulation of the device and dilator or catheter during the procedure; however, this could not be conclusively determined. The device was sent to the supplier to perform an additional analysis; however, the stopcock glue could not be investigated due to the stopcock tubing was not returned. The root cause could not be identified and could not be confirmed to be manufacturing attributable. The instruction for use (IFU) of the device contains the following recommendations: before using the carto vizigo¿ sheath, completely read and understand the instructions for use. Using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Inspect all components before use. From the side port only, aspirate all air prior to fluid infusion. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. This product issue will be addressed through johnson & johnson medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).